Event description:
The physician reported he was performing an embolization of an arteriovenous malformation (avm). The physician reported that infusion catheter was positioned just before the nidus of the cerebellar avm. Contrast was injected through the catheter to verify its position, and to check for resistance as well as leaks. The physician reported abnormalities were noted at that time. The catheter was then reportedly flushed several times with d10h2o. Next, glue was slowly injected (glue concentration was histoacryl: lipidol in 1:3 dilution). The physician reported the glue filled the microcatheter and an extravasation of glue proximal to the tip of the catheter was noted. The physician reported upon removal of the catheter, he noted a segment of the catheter had ruptured. The patient subsequently suffered brain death. The physician did not disclose what specifically caused the brain damage, when the brain damage occurred of medical/surgical intervention given to the patient.

Manufacturer narrative:
The device in question was returned to boston scientific and is currently undergoing investigation. Therefore, boston scientific cannot conclusively determine what caused the user's experience. However, the indications for use (IFU) for the infusion catheter in question state in the "warnings" section that "the catheter is not intended nor indicated for use with glue or glue mixtures. Boston scientific has not established the safety or effectiveness of the use of such materials with the catheter." Based on the information provided, boston scientific speculates that the physician's unapproved usage of the device may have caused on contributed to the event the user described. When the investigation is complete and a review of the device history record (DHR) has been reviewed, a supplemental report will follow.